Event description:
It was reported that a symptomatic patient presented in-clinic for device check after receiving a cardioversion. Zero lead impedance was observed after an hv shock. Review of fluoroscopy showed externalized conductors. Lead was explanted and replaced.

Manufacturer narrative:
Analysis confirmed externalized conductors due to internal abrasion at 8.5 cm-15.1 cm from the distal tip. The etfe insulation was intact at the same location. External abrasions were also noted at 39.2 cm-39.5 cm and at 38.8 cm from the distal tip, consistent with friction to the device can. The rv conductor etfe insulation was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.